Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that although the duration of catheterization is unknown, a leak was observed near the 44 cm mark of the catheter after approximately 3 ml of solution was injected to perform a heparin lock on the white lumen prior to the patient taking a shower. There was no reported patient injury.